Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed icon had appeared, and there was nothing recoverable. A field service engineer found that all pockets in 5-2 main were present in the storage configuration: however, all inventories in 5-2 were greyed out in the inventory list. A field service engineer cleaned the contacts on the drawer controller board, secured all connections, and attempted to verify the inventory status. As the issue persisted, the unit was shut down, and the drawer was disconnected from the bus. After rebooting the system and allowing the application to fully load, the unit was shut down again, and the drawer was reconnected to the bus. This process successfully resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.